Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak few months ago. Fluid leaked from an unknown source. Fluid was found in the pump module area of the cycler. Fluid was found during treatment complete phase. The patient continued to use the same cycler. In a follow up, the patient's pd nurse verified that there was no harm, intervention or adverse event associated with the fluid leak. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that there was a fluid leak few months ago. Fluid leaked from an unknown source. Fluid was found in the pump module area of the cycler. Fluid was found during treatment complete phase. The patient continued to use the same cycler. In a follow up, the patient's pd nurse verified that there was no harm, intervention or adverse event associated with the fluid leak. The cycler is not available to return.